Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was successfully capped and replaced. The patient was in stable condition after the procedure.

Event description:
New information received states that the previously capped left ventricular lead was explanted. No further information was available.

Event description:
New information received states that the previously capped left ventricular lead also exhibited capture anomaly.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
Correction: the patient weight units should have been pounds instead of kilograms.